Event description:
It was reported there was no display due to fluid getting into the console.

Manufacturer narrative:
The following repair and service diagnostic codes were identified: no picture - digital board, ccu repair, replace digital board. The following was observed: no picture due to a faulty digital board. A ccu repair was performed which includes replacing the digital board. This does confirm the alleged failure mode of image loss. Probable root cause: cables, connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board, intermittence between transition board and ch connector, fan / insufficient cooling, software, camera head (sensor, sensor cable), coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring), extension cable, intermittence while using rf devices, problem toggling light source or 'ir mode' from camera head, connected monitors, leaking, use error, poor grounding. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.